Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for case 1 of 2. On the post market surveillance survey for the triathlon total knee system, the following comment is noted: "patella - have to cut it fairly thin to avoid over-stuffing. Drill holes close to inferior pole. Have had couple of fractures at lower pole although not a major clinical problem."